Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2022. Confirmation testing was performed on (B)(6) 2022 at hospital facility and generated a positive result. The consumer stated the patient was asymptomatic no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation conclusion: tested the binaxnow covid-19 ag card retain kit lot 209017 with covid-19 lod and blank patient swabs. All tests were run in triplicate, were valid, and performed as expected. No false negative results were observed, and the customers complaint was not replicated. The manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 209017 and device part number 195-430wjr / lot 205993. Quality control release testing met specifications and there were no false negative results observed. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is 0.000347%. Based on the evidence available, it indicates that this device lot is performing within label claims. No further action is required. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.